Manufacturer narrative:
(B)(4). All available information indicates that the left ventricular (lv) lead remains in service and will be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this left ventricular (lv) lead was placed and tested through pacing system analyzer (psa) with normal results. The physician sutured down the lead and programmed lv tip to lv ring which showed impedance measurement greater than 2,000 ohms. Noise was also observed. They reconnected lead and the noise was gone, however pacing impedance measurements were still greater than 2,000 ohms through the device. The lead was retested through the psa and the impedance was consistently 2,200 ohms. The device was then reprogrammed lv ring to rv ring and had impedance measurement of 800 to 900 ohms. Diaphragmatic stimulation was also noted. No adverse patient effects were reported.